Event description:
Philips received a complaint from a customer that an internal investigation found that 5 spinal patient received greater that 5gy in a single plane in neuro interventional room 5. One patient with hair loss, no patients with burns was reported.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.